Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the pull magnet and the pneumatic backplane pc board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Replaced parts were not returned for investigation. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Pneumatic backplane pc board is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 cell/sensor. The device logs were not provided for further analysis. Our conclusion is that the replaced parts was the cause of the failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).